Manufacturer narrative:
Continuation of concomitant products. Model: 690r30, annuloplasty ring; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient enrolled in (B)(6) developed a hematoma after the implant of an implantable cardioverter defibrillator (ICD). The patient stated they were experiencing some discomfort approximately two weeks post implant. The patient was prescribed medication and a follow-up visit showed the pain and swelling was resolved. The device remains in use. No further patient complications have been reported as a result of this event.